Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high capture thresholds and high out of range impedance suspected to be caused by a lead fracture. No additional adverse patient effects were reported.